Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician found crack in the pump connecting tube. The pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 72404161, serial number: n/a, batch/lot number: 0172108013, model/catalog description: reservoir 65ml pc, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404013, serial number: n/a, batch/lot number: 0169860008, model/catalog description: cxr 16cm, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and hole/perforated are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.